Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID # (B)(4).

Event description:
It was reported that the cardiohelp was alarming ¿venous bubble sensor defective¿. The same error occurred two times previously and the venous bubble sensor was replaced in the past, but the failure persists. The cardiohelp unit was exchanged during treatment. No harm to any person has been reported. Complaint ID # (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that the cardiohelp was alarming ¿venous bubble sensor defective¿. The same error occurred already two times and the venous bubble sensor was replaced in the past, but the failure still persists. The failure occurred during treatment and the device was exchanged. A getinge field service technician (fst) was sent for investigation and repair. The failure could not be replicated but the sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error message "venous bubble sensor defective" could be confirmed multiple times on the date of event. The affected sensor panel was investigated by getinge life-cycle-engineering on 2023-12-18: it could be proven that when the bubble sensor is unplugged and plugged in, there is a 2% error probability that an error message ¿bubble sensor defective¿ occurs, without there actually being a fault in the sensor. Further possible errors due to sporadically disrupted crc checks are conceivable. Therefore the exact root cause remains unknown. According to the instructions for use (IFU), chapters 2.2.5 "monitoring and sensors" and 5.4.4 "bubble monitoring: function test" the venous bubble sensor and the arterial flow/bubble sensor must be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The venous bubble sensor is optional and for additional bubble detection. The review of the non-conformities has been performed on 2023-08-18 for the period of 2016-06-03 to 2023-08-14. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-06-03. Based on the results the reported failure "error message: venous bubble sensor defective" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID # (B)(4).